Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user received repeated alert 38 notifications and experienced a hyperglycemic episode with a blood glucose value of 358 mg/dl. The user attempted multiple restarts without resolution and was planning to change supplies once available. There was no outside medical intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.